Event description:
The balloon catheter was prepped and advanced halfway through the sheath. Upon aspiration of the sheath, there was significant air that would not clear out of the sideport of the sheath. The sheath was replaced and the procedure was completed without issue. The patient was stable throughout.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft were intact with no apparent issues. The air aspiration has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.